Event description:
It was reported that during a sleeve procedure, the harmonic forceps did not cut okus. The screen indicated to open the jaws of the pliers. Still was not working. So the harmonic clamp was changed but the fault persisted. So the handpiece was changed and it worked. There was bleeding during the operation, and waste of time.

Manufacturer narrative:
(B)(4). Batch #: r92z4a. Additional information was requested and the following was obtained: the generator displayed an error message requesting that the jaws of the device will be tightened; the device had passed the pre-test and did not work before stopping. Patient consequence mentioned in the initial email: bleeding during the procedure. How was the bleeding controlled? By replacing the device and hemostasis. Was surgical or a hemostatic powder used? No. Was there any other action taken for the procedure? No. Did the procedure have to be converted to open? No. Did the patient need to have a blood transfusion? No. Did the patient need any different type of post op care due to the bleeding/oozing? No. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. It was connected to a test device and tested with test media and performed as expected. No alert screens were displayed at any time during testing. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.